Event description:
It was reported that a spectrum iq infusion pump under infused. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "pump did not infuse medication bag was too full" was not reproduced. The device was tested for flow accuracy and delivered within specified range. No even date was provided however a review of the log during the last days of use shows no abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified.. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.